Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed with no issues related to the reported problem noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-67 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.